Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a physician from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis from (B)(6) 2011 to (B)(6) 2011. Treatment was not reported. On an unreported date, the patient had recovered from the peritonitis. On an unreported date, dianeal and extraneal therapies were withdrawn. The physician stated the peritonitis was not related to dianeal and extraneal therapies.